Event description:
Co received medwatch report no. 1010284 from the food & drug admin concerning an absorbable pin. According to the report "device was used to stabilize a bone. Pt was suffering from continuous swelling. X-rays were taken and it revealed extreme resorption of metatarsal head secondary to the user of the device".